Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred during use with patient involvement. The home patient stated that leak was coming from the cassette body itself, and the leak was coming from the door area. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and no issues were noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. All testing passed successfully with no issues noted. The reported condition was not verified. The device was found to meet specification. Should additional relevant information become available, a supplemental report will be submitted.